Event description:
Customer reported a tool malfunction. The wire of an unused sleeves came off (checked after attaching to the instrument, the issue has been discovered to have come off after sterilization before surgery) . Session completed on the same day without problem.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.